Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 300s mg/dl and the cause was not known. A correction bolus was delivered to address the bg. During a pump system check an air bubble/discoloration was observed in the tubing. A fill tubing was performed and the "bubble" did not appear to move. The customer changed the infusion set site and kept using the same tubing. The customer declined further follow-up.